Event description:
Sudden battery depletion was reportedly observed after 3 years of implantation. Following our recommendations, the device was explanted and will be returned for analysis.

Event description:
Sudden battery depletion was reportedly observed after 3 years of implantation. Following our recommendations, the device was explanted and will be returned for analysis.